Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a catheter placement procedure, the catheter was damaged and leakage occurred near the catheter hub. The damaged of catheter was repaired using a repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter repair kit was returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted to the distal end of the catheter. However, striations were noted throughout. The investigation is confirmed for the reported catheter damage and leak issues, as a split was noted on the clamping sleeve approximately 0.5cm from the distal end of the catheter hub. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: b5, d1, d4(medical device catalog number), g1, h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately nine months post catheter placement procedure, the catheter was damaged and leakage occurred near the catheter hub. The damaged catheter was repaired using a repair kit. There was no reported patient injury.